Event description:
It was reported that shaft break occurred. The patient underwent coronary angiography and intracoronary stent implantation. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending branch. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft fractured inside the patient. The same guide catheter used for the procedure was utilized to completely retrieve both the balloon and the guidewire. The procedure was completed with another of same device. The patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).e1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: fg quantum maverick, mr 2.75mm x 15mm from catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified a hypotube break 12.2cm proximal to the port exchange and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The patient underwent coronary angiography and intracoronary stent implantation. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending branch. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft fractured inside the patient. The same guide catheter used for the procedure was utilized to completely retrieve both the balloon and the guidewire. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that the balloon was inflated twice to 14 atmospheres, and the shaft broke near the balloon.